Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self test (date performed unknown). Additional testing was performed with a non-abbott product (brand and date unknown) which generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date of event is an estimation as actual event date was not provided. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. A product deficiency could not be determined. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level.